Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s adverse event(s) of nausea, vomiting, fibrin, cloudy effluent, abdominal pain and peritonitis requiring hospitalization and antibiotic therapy. The definitive etiology of the event(s) is unknown; however on (B)(6) 2018 the pdrn attributed causality to a recent camping trip (specifics unknown). Furthermore, pd therapy is commonly associated with a high incidence of peritoneal infections (1). A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s adverse event of pd catheter revision (not a fresenius product). However, due to the unknown nature of the pd catheter revision, causality cannot be determined. Additionally, it is unknown to what extent the catheter malfunction may have caused or contributed to the event(s) listed above. There is no allegation of a malfunction in relation to this event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During routine follow up on an unrelated customer experience, the peritoneal dialysis registered nurse (pdrn) reported this (B)(6) male peritoneal dialysis patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was being treated for peritonitis. Per the pdrn, the patient presented to the outpatient dialysis clinic on (B)(6) 2018 with abdominal pain and cloudy effluent fluid; and was hospitalized the following day. Peritoneal effluent fluid cultures were collected on (B)(6) 2018, and were positive for gram negative bacilli (genus and species unknown). The patient was treated with intraperitoneal vancomycin (dosage, duration and frequency unknown) and fortaz (dosage, duration and frequency unknown). The pdrn stated the patient went camping prior to developing the infection; however no definitive source or cause of the event was given. Per the pdrn, no treatments were missed due to the event(s); and there was no allegation of a malfunction. Additional information was solicited and received on (B)(6) 2018, and revealed the patient was hospitalized from (B)(6) 2018 through (B)(6) 2018 for nausea, vomiting, abdominal pain, peritonitis and surgical revision of the patient¿s pd catheter (not a fresenius product). The patient presented to the emergency room (ER) with significant abdominal pain (burning) after instilling pd solution (volume unknown) containing the prescribed antibiotics into his abdomen. Antibiotic therapy utilizing the previously prescribed vancomycin and fortaz continued, and the patient underwent at pd catheter revision; however the rational for the surgery is unknown. The summary states fibrin was noted in the pd effluent fluid, for which the patient was given heparin (dosage, route, duration and frequency unknown) with significant improvement of ultrafiltration. Pd effluent fluid cultures were again collected on (B)(6) 2018, and were negative for growth. The patient was discharged with an order to continue the aforementioned antibiotics every 3 days; however the duration and frequency of this order is unknown.